Manufacturer narrative:
Following our receipt of the four partial returned used sensors/two needle hubs/missing two needle hubs, took one sensor at random and performed a visual inspection and found the sensor and the insertion needle hub still attached and the needle is bent inside the sensor base preventing retraction. In summary, because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a packaging anomaly. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer reported a packaging issue. Packaging reported as not sealed properly, misshaped, or sterile packaging not intact. The customer reported blood at the site. No further patient complications were reported. Mmt-7040a was requested and the customer response was the device will be returned.